Event description:
According to the complaint a customer staff stung him/herself with safepico needle. According to the sales representative, it seems that the customer has not locked the safeguard completely. The case is clearly a user error.

Manufacturer narrative:
Date of event is estimated based on date of awareness. According to the complaint this event occurred on end of (B)(6) 2021. No further information.

Manufacturer narrative:
The cause of the reported problem could not be investigated due to lack of product data. "Unfortunately lot# is unknown and the customer has already discarded this sampler & safeguard.